Event description:
Reportedly, the instrument partially fired, locked down on the tissue, and had not placed properly formed staples on the tissue. Therefore, the procedure was converted to an open surgery to control the bleeding and complete the case. Procedure: thoracoscopy. Pt status: no pt injury reported.